Event description:
Pt self extubated. Attempted to bag with bedside bvm. Could not provide positive pressure ventilation. Found valve at bag had come loose and was in the bag. Pt became hypoxic and nearly expired.